Event description:
During follow-up, interrogation of the device with rf telemetry was not possible. Abbott technical support was contacted and a firmware download was performed to resolve the event. The patient was in stable condition.